Event description:
Customer alleged they were working on an 850 bed in their maintenance shop. The hilo was in the full up position and they were setting on a chair with their legs uner the bed and the foot end of the bed dropped on their left knee causing a contusion about 4 inches about the left knee cap.